Event description:
Customer reported passing out in 2003. Customer's family member then tested customer three times consecutively with the freestyle meter getting results of 200, 196 and 29 mg/dl. Customer reported that after family member received the three freestyle readings, family member administered a "sugar shot" to get pt to come around.